Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir got air bubbles. Customer blood glucose level of was 124 mg/dl at the time of incident. Customer stated that the size of the reservoir was 0.1 cm. The product will not be returned for the analysis.